Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd point-of-use sharps collectors the locking system was incomplete. There was no report of patient impact. The following information was provided by the initial reporter: unit missing the internal locking system.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-feb-2023. H6: investigation summary : one actual sample received and it was reported by the customer that the unit was missing the internal locking system was verified . Photos representation was provided for the complaint to the supplier . Sample was received and investigation performed. According to the DHR review process, the result showed there were no issues reported as missing component (door) during the manufacturing process for the lot number reported (2207937). A review of the ncmr¿s was performed; the result showed there were no issues reported like missing component (door) for the same part number throughout the last twelve months. Under this evidence, we can determine this issue as manufacturing related since this type of problem could be caused by operator omission during the assembly between the door and lid. For this reason, as part of containment actions an awareness and quality alert will be implemented to alert the personnel involved and help on the prevention of lack of components (door). Additionally, the current process was reviewed and confirmed that assembly between lid and door is performed manually and inspected visually per production department and a second inspection based on aql sampling plan is performed by quality department, this process has been confirmed as capable to detect this kind of issues (missing door), however, omission error within the process could happen. As part of this investigation, a review of customer complaint records was performed for this part number; according with the cc¿s records, there is no additional records received in the last twelve months reporting this issue, for this reason, this problem has been considered an isolated issue and no further investigation is required. Root cause omission error within the visual inspection. Based on this investigation, it was determined that this failure mode is related to the manufacturing process since the lack of door would be an omission error within the process.

Event description:
It was reported while using bd point-of-use sharps collectors the locking system was incomplete. There was no report of patient impact. The following information was provided by the initial reporter: unit missing the internal locking system.